Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the male external catheter was sticking very tightly and that caused difficult to pull off from the penis and caused injury to the patient. No medical intervention reported.